Event description:
During use of the ligasure vessel sealing device, the unit malfunctioned and caused a delay in sealing the vessel resulting in the need to utilize another unit and hand piece. FDA safety report ID#: (B)(4).